Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer stated that she had previously reported and issue regarding sensor reading discrepancies. Customer stated that she removed the sensor and has inserted a new one and is having the same problem. Customer stated that she has had a lot of stomach problems recently and noticed that there have been rapid changes in her blood glucose. She stated that her sensor glucose reads 259 and her blood glucose is 187 mg/dl. Customer stated that the sensor is trending correctly but the readings are to far apart. Customer was advised that rapid changes in her blood glucose can affect the sensor performance and the fact that it is trending the right direction, it is a sign that the sensor is functioning properly. Transmitter passed the test plug procedure. Blood glucose 187 mg/dl. Nothing further reported.